Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced repeated occlusion alerts while using a 23-inch teflon 6 mm inset infusion set, initially resolved by clearing air from the tubing and subsequently by a complete supply change after insulin delivery for a meal did not occur as expected. Symptoms included hyperglycemia with blood glucose rising to 374 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem found, with the reported issue characterized as lack of effect and the specific device component not established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.